Event description:
It was reported that the physicians hand held was not turning on. The hand held had been plugged into the wall outlet to charge, and the lock button was confirmed to be in the unlock position, however, the device would still not turn on. The physician requested a new hand held to replace the non-working device. The hand held, software flashcard, and the power cord have been returned to manufacturer where analysis is underway.